Event description:
Medtronic received a report stating the connector on the endotracheal tube easily disconnected when patient coughs. Customer stated there was no patient harm. Medtronic has requested additional information regarding the circumstances of the reported event.

Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. The sample was submerged into a container filled with water and no leaks were observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding an endotracheal tube. The customer reported that after a day of use, the connector was disconnected easily by coughing. It was reported that there was no patient harm.